Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds on the right ventricular lead had slowly increased and were then noted to be high. The lead was reprogrammed, then capped and replaced. No patient complications have been reported as a result of this event.